Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (128-fxxx) issue. Reportedly patient received a replace battery alert. Patient reported that there were no moisture or corrosion in the pump, no loss of power and pump was not exposed to x-ray. Review of alarm history showed a replace battery 128-f57e alert on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.